Event description:
From staff: placed 22g angiocath in patient's left anticubital and received a flashback of blood. When attempting to connect short tubing connector to the hub of the angiocath, I was unable to connect due to the hub being smaller than the short tubing. Malfunction resulted in patient having to have a second IV insertion.